Event description:
It was reported that during an inverse shoulder prosthesis surgery with mgs the thread of the glenosphere screw did not hold inside the base plate. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Corrected info: b5. Additional information: g3.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an inverse shoulder prosthesis surgery with mgs the thread of the glenosphere screw did not hold inside the base plate. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 07-apr-2025. Further information was provided that the initial reported event was incorrect. The thread of the glenoid was apparently defective as the screw did not hold in the base plate. The customer replaced the base plate and could use the glenoid without further issues.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces when inserting the locking glenosphere screw and/or misaligned insertion.